Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the (B)(6) stating that the device had a cosmetic defect. It is unk whether the device was used in surgery and it is unk whether pt or user injury occurred. The event date is unk as well. There was no add'l info provided.